Manufacturer narrative:
Image review: three media files were submitted for review of the event described above. Available information indicates that the patient¿s valve was severely calcified, which necessitated pre-dilatation. Imaging shows that three separate valves were attempted for implantation, with infolding occurring during each attempt. Fluoroscopic valve load inspections were not provided for all attempted implants, making it impossible to rule out misloading as a potential factor contributing to the infolding. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evfxplus-29, a severely calcified valve was present, for which pre-dilation was performed. An experienced crimper loaded the valve, and fluoroscopic imaging check was conducted and reported as good with a node overlap to the 3.5 nodes. Despite pre-dilation, an infold occurred with three separate valves when the valves began to open. The procedure was extended by 1 hour. Subsequently the a fourth valve was implanted.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013081649); product type: 0195-heart valves. Product ID: d-evolutfx-2329 (lot: 0013062386); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012914427); product type: 0195-heart valves. Product ID: d-evolutfx-2329 (lot: 0013062386); product type: 0195-heart valves. Product ID: d-evolutfx-2329 (lot: 0013062386); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012914427); product type: 0195-heart valves. Product ID: evfxplus-29 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2025. Product ID: evfxplus-29 ((B)(6)); product type: 0195-heart valves. Product ID evfxplus-29 ((B)(6)); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.